Event description:
A device report from (B)(6) indicated: a hospital in (B)(6) reported pt who was implanted with proximal femoral lcp plate on an unk date discovered the plate broke in situ. It is not known when the plate and screws were explanted.

Manufacturer narrative:
No information provided for implant/explant date.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.